Manufacturer narrative:
UDI is not available at the time of filing. No devices were returned to the manufacturer for further analysis. Device manufacturing date not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, when going to register the patient, the 3d model disappeared, but the points were still shown as collecting. The surgeon called the representative in, then restarted the registration and everything functioned as designed. The 3d model was visible. It was noted that technical services (ts) did an analysis on the patient archives and was unable to replicate the disappearing 3d model. There was a 2-3 minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through image analysis. It was also noted that technical services (ts) was unable to replicate the disappearance of the 3d model. If information is provided in the future, a supplemental report will be issued.